Event description:
Implantation and subsequent removal due to high dfts of guidant rv lead. Patient with a history of non-ischemic cardiomyopathy with a qrs duration of 120 milliseconds, severe systolic dysfunction with an lvef of 10% and nyha functional class ii-iii heart failure. The patient was seen and examined by an electrophysiology staff physician and deemed appropriate for implantation of an ICD.defibrillation testing was performed using shock on t induction of ventricular fibrillation. The patient was unsuccessfully internal defibrillated with 31 joules with the least sensitivity and nominal sensitivity with both normal and reverse shock polarity. Examination of vf electrograms showed that there was undersensing of vf.